Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a maximum bolus alert. The customer stated that this occurred when trying to bolus. Blood glucose level on the morning of the call was 47 mg/dl and 600 mg/dl by the evening. The customer was assisted with insulin pump settings. The device was not replaced or returned for analysis.